Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection was performed and the unit was in good condition. A review of the system logs confirmed error 307 was triggered in the field, but could not be replicated during in-house testing. The complaint was confirmed based on system log review which indicates that the device may have contributed to the customer reported issue. While failure analysis confirmed the reported error in the system logs, in-house testing revealed no issues with the returned product. There was no functional issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 658362-26 vi to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a procedure, the system unexpectedly power cycled without any prior notice. After the power cycle, the system powered up again, allowing the surgery to continue as planned. The log files indicated an issue with a missing console vi board. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the message recommended restarting the system. This was done. No errors or functional limitations occurred afterwards.